Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon had difficulty firing the instrument. Reports state that the surgeon reloaded with a new reload. Again attempted to fire through but the gun would not fire. A new gun was opened and the case was completed. There were no adverse consequences for the patient. The patient was discharged from hospital on (B)(6) 2010, but was re-admitted on (B)(6) 2010 after experiencing a variety of symptoms including difficulty breathing and pain. On this date it is alleged that a leak of the staple line was suspected and further surgery recommended. The patient underwent further surgery on (B)(6) 2010. It is alleged that the surgeon failed to detect and repair the leak during the course of that surgery. It is alleged that as a result of the leak patient became critically ill and required five further operations.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: damaged knife the analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.